Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.